Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed that review of stored device memory noted measurements had been high for several months and noted that review of the presenting electrogram (egm) noted appropriate device function. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient is scheduled to be seen in clinic on a future date. Boston scientific technical services (ts) again discussed troubleshooting options.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed that review of stored device memory noted measurements had been high for several months and noted that review of the presenting electrogram (egm) noted appropriate device function. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the patient is scheduled to be seen in clinic on a future date. Boston scientific technical services (ts) again discussed troubleshooting options. Additional information was received that this rv lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.